Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation and the problem could not be duplicated. No additional info is available.

Event description:
The customer reported that both monitors were flashing on and off on the 9800 system. No pt injury was reported.